Event description:
It was reported that patient had experienced discomfort and pain at the implant site. The patient underwent a pocket revision where the device was repositioned and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.